Manufacturer narrative:
The device and lead remain implanted and in service. The patient will continue to be monitored during normal follow ups. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow up, it was noted that this pacemaker has an estimated longevity of less than one year remaining. It appears that the battery is depleting earlier than expected. In addition, this device has been in retry more than 40% of the time and there was undersensing observed with the associated right ventricular (rv) lead. No adverse patient effects were reported.